Event description:
It was reported that pump screen remained dark and would not turn on despite multiple attempts to power it on and charge it. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to try different button presses, charging steps, and reboot attempts without success, and technical support arranged replacement pump shipment, instructed customer to let battery fully deplete before returning nonworking pump within specified timeframe, and advised that customer would need to contact healthcare provider for backup insulin therapy and then program settings and reconnect continuous glucose monitor on replacement pump.